Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the application was not launching. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the application failed to launch and displayed a message indicating that a windows update was in progress. A technical support specialist (tss) dialed into the station, reviewed installed updates via control panel and found the latest update had been installed. As the update size was nearly 1 giga byte (gb) and the network was set to 100mbps half-duplex, it likely took longer to complete. A system scan using sfc /scan now revealed corrupt files that couldn¿t be repaired. The user was informed and advised to monitor the system. If the issue reoccurs, re-imaging will be required. Since application is running and there is no further issue reported, user confirmed closure of the case. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the application was not launching. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.